Event description:
It was reported that on the endoscope reprocessor the detergent light is blinking even after replacing the detergent. The issue was found during maintenance (not in a clinical setting). There were no reports of patient involvement.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was not returned to olympus for inspection however, the reported failure was confirmed. Based on the results of the investigation, the likely cause of the reported malfunction was traced to component failure. Olympus will continue to monitor field performance for this device.